Event description:
It was reported that during a tka case, the surgeon was in bur all mode when a warning was received: internal cabling/drill console error. The system was shut down and the following error was received: pfs control hardware failure (error code: 40000000000). The procedure was changed to manual.

Manufacturer narrative:
The device was used during treatment and was returned for investigation. The initial functional evaluation of the handpiece found that there was short in the cabling. The DHR was reviewed and the product met manufacturing specifications. A complaint history review found similar complaints of the reported issues and will continue to be monitored. The surgical technique guide released at the time of the complaint provides instructions on how to recover to a fully manual procedure in the case the of a navio surgical system failure at any point during the surgical case. A failure can consist of, but is not limited, a system software crash, unrecoverable hardware failure, handpiece failure with no back available, tracker array failure or loss of contact with bone that is unrecoverable, etc. Since the issue was due to component failure, product labeling has been ruled out as a cause of the complaint. This failure is an identified failure mode within the risk file. The relationship of the device and the reported event has been established. The short in the handpiece cabling caused the blown fuse in the siu. The root cause of the reported event was due to electrical component failure.